Manufacturer narrative:
The insulin pump had button error alarm and no act button response due to corroded act keypad trace. No ramping number on their own or scrolling bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not performed. The device was returned for analysis.